Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The capsule appeared to be buckled at the proximal end of the capsule. Additionally, photographs received from the account confirm the capsule buckle. The small bump on the capsule that was reported in this event description is most likely describing the capsule buckle. Additionally, the dcs kink reported in the event description is also likely describing the capsule buckle. The spindle hub paddle pockets appeared to be in the correct position, opposite to each other. A kink in the stability shaft was observed near the strain relief. The photographs received from the account do not show the kink in the stability shaft and therefore the damage most likely occurred during return report for analysis. There was no other evidence of damage observed on the subject dcs. Capsule separation can occur due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. It was reported that there was difficulty loading the valve. The capsule buckle was most likely caused by a valve misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The instructions for use, contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter valve frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to visually and tactically inspect the capsule for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and properly the misload prior to introduction to the patient. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared to be buckled at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the golden color paddle pocket was not exactly opposite. It was reported that there was difficulty loading, however the valve was loaded. A small bump was observed under the capsule. A kink of the delivery catheter system (dcs) was reported. Another loading attempt was made however was unable to be completed due to resistance as the capsule guide tube would not cross the capsule. The valve was attempted to be loaded into a new delivery catheter system (dcs). The system wasn¿t used and second valve and new delivery catheter system (dcs) system was used for implant. It was reported that it was felt that the issue was with the dcs and not the compression loading system (cls) or valve. No adverse patient effects were reported.